Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited twiddlers syndrome and pocket, and electrode revision was to be performed. The field representative noted the tachycardia therapy had been programmed off. Technical services (ts) noted how the therapy could have been programmed off and that it was likely due to the twiddling scenario. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited twiddlers syndrome and pocket, and electrode revision was to be performed. The field representative noted the tachycardia therapy had been programmed off. Technical services (ts) noted how the therapy could have been programmed off and that it was likely due to the twiddling scenario. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, during the procedure the patient did not appear a twiddler when the pocket was opened. This s-ICD was explanted and replaced. The electrode remained in service with the new s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited twiddlers syndrome and pocket, and electrode revision was to be performed. The field representative noted the tachycardia therapy had been programmed off. Technical services (ts) noted how the therapy could have been programmed off and that it was likely due to the twiddling scenario. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, during the procedure the patient did not appear a twiddler when the pocket was opened. This s-ICD was explanted and replaced. The electrode remained in service with the new s-ICD. No additional adverse patient effects were reported.